Manufacturer narrative:
D3 - manufacturing plant address, state, and zip code corrected. One device was received for evaluation. A functional test was performed, and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was replaced as preventive. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an error code 46446 during functional testing and in the logs. Per reporter the screen was also cracked. There was unknown patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.